Event description:
It was reported that, "during a lap chole, one side of the grasper jaw broke off and fell into the surgical site. It was retrieved. There was no injury to the pt and the procedure was not altered."

Manufacturer narrative:
The device has been received and decontaminated. The engineer will submit a report when the investigation is complete. At that time, I will submit a supplemental report.